Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and calcified de novo mid left circumflex artery. Pre-dilatation was performed and a 3.0 x 28 mm xience prime stent was deployed. After post dilatation with an nc traveler balloon catheter, a proximal edge dissection occurred. Therefore, another xience prime stent was successfully implanted in order to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.